Event description:
It was reported that during a diagnostic procedure, the guide wire tip became detached. The patient presented with unstable angina. Vascular access was obtained via the right femoral artery. A non bsc 6fr 11cm sheath was placed. Angiography and ventriculography were performed. The 300cm pt graphix guide wire was then inserted into the patient and a non bsc 6fr guide catheter was advanced. An atlantis intravascular ultrasound (ivus) catheter was then advanced over the wire without issue. Ivus was performed in the proximal left anterior descending (lad) artery which revealed a hazy proximal lesion with 70% stenosis, measuring approximately 8mm in length with calcium present. It was further noted that a fracture of plaque was visible and there was possibly presence of some thrombus. The ivus procedure was approximately 30 minutes long and the guide wire remained in place for the duration. Upon completion, the graphix guide wire was withdrawn and while doing so, the tip of the wire detached inside the patient. The tip was approximately 10mm in length and ended up in a small diagonal artery. During a successful bypass surgery of the left internal mammary artery (lima) to the lad, the wire tip was able to be removed by making a small incision in the heart which was then oversewn. There were no additional patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).